Event description:
Several lab techs noticed a burning odor coming from the analyzer. One technologist leaned over the analyzer to isolate the problem and a large quaintly of smoke was emitted from the analyzer, which due to her position she inhaled. The technologist unplugged the analyzer and got a blister on the front of her left index finger from doing so. The technologist went to the emergency room for evaluation. Symptoms include nausea, dizziness, and headache. The discharge paperwork indicates a diagnosis of vasal vagal reaction. The technologist remained home for a few days after the incident. The laboratory was also evacuated and the fire department was notified and responded to the site.